Manufacturer narrative:
On 11 february 2016, the medical affairs director performed a clinical evaluation and commented as follows: revision of tka after 1,5 years. According to report, the reason for revision was "tightness," no mention of pain. The circumstance that cement did not bond to the components may not be relevant. However, reasons for failure of cement to bond to components can be of various reasons, including, for instance, low temperature of the metallic components. Stability of cemented components is achieved via mechanical interlocking of cement in dedicated recesses of the devices, therefore there is no reason to believe that the cause for limited cement interlocking is to be sought in component defects: these same components are very widely used with no problems. It is more likely that either cement properties (age, been subject to high temperatures, etc) or cementation technique may be responsible. However, it is not clear if the clinical problem was due to lack of stability or joint stiffness. No x-rays are available. Root cause cannot be determined with certainty. Batch review performed on 22 february 2016. Lot 144566: (B)(4) items manufactured and released on 22 july 2014. Expiration date: 2019-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk tibial tray fixed cemented size 5 left, code 02.07.1205l, lot. 148740 (k090988) (B)(4) items manufactured and released on 15 march 2015. Expiration date: 2020-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 23 february 2016, the r&d project manager performed a preliminary investigation based on the pictures of both the explanted femoral and tibial components and commented as follows: explanted femoral component: some small residual traces of the cement were noted on the internal surface of the component. The finishing of the internal surfaces of the component in contact with the cement seem to be in compliance with the specifications required. Some scratches were noted on the internal surface of the component, most likely caused by the instruments used during the implant removal. Explanted tibial component: some small residual traces of the cement were noted on the distal surface of the baseplate. The finishing of the distal surface of the component in contact with the cement was found in compliance with the specifications required. On 24 february 2016 it was prepared a final report with the information here above. On 25 february 2016 it was sent to the initial reporter and the case was closed.

Event description:
The patient was experiencing tightness of the knee post-operative. When the surgeon performed the revision he noticed that the cement did not bond to the femoral and tibial components. The surgeon removed all components and used another company's product. The explants will not be returned.